Event description:
It was reported that shaft break occurred. The target lesion was located in left femoral artery. A 4.50 x 32mm synergy xd was advanced for treatment. However, during insertion into the guide, the catheter was broken and could not be delivered. The device was removed, and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in left femoral artery. A 4.50 x 32mm synergy xd was advanced for treatment. However, during insertion into the guide, the catheter was broken and could not be delivered. The device was removed, and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.50 x 32mm stent delivery system (sds), catheter was returned for analysis. The device was returned intact however multiple hypotube kinks were noted along the shaft of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft polymer extrusion section found no issues. Stent damage was noted at the distal section of the stent with stent struts slightly lifted and stent positioning has no signs of movement, stent was set between the proximal and distal markerbands. The tip of the device was stretched and pulled distally. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other device issues were identified during returned product analysis.